Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. The functional inspection of the returned handpiece found that during the third characterization attempt, the motor "broke free" and moved as expected. This is indicative of a motor issue. After autoclaving and cooling down, the handpiece motor continued to function as expected. The DHR was reviewed and the reported product met manufacturing specifications prior to be released for distribution. A complaint history review found similar complaints of the reported issues. The relationship of the device and the reported event has not been established. The root cause of the reported event could not be determined.

Event description:
It was reported that the handpiece did not move when attempting to home. In troubleshooting, it was noticed that the gears within the handpiece are locked up. After swapping out the handpiece with one from another tray, calibration was completed without issue. As this happened during set-up, the patient was not involved at the time.